Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a post-operative colon leak. The initial reporter, a surgeon, obtained this information from other fellow surgeons. No further clinical information was provided. The reporting surgeon preferred not to share any names of the surgeons involved and any other details citing hipaa regulations. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed as the specific event date and system details were not provided. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a post-operative colon leak. It is unknown what medical/surgical intervention was rendered as a result of the post-operative complication. In addition, the cause of the colon leak is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.